Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02321, 3005168196-2017-02322, 3005168196-2017-02323, 3005168196-2017-02324. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, while advancing a ruby coil through the lantern, the physician experienced resistance and the ruby coil was unable to advance any further. Upon attempting to retract the ruby coil, the physician experienced resistance again and the ruby coil unintentionally detached within the lantern. Therefore, the physician removed the lantern with the detached ruby coil from the patient and flushed out the ruby coil, before reinserting the lantern. However, this same incident occurred with three additional ruby coils. When the physician removed the lantern with the fourth detached ruby coil, a kink was found on the lantern. The procedure was therefore completed using a px slim delivery microcatheter (px slim) and a new ruby coil. There was no report of an adverse effect to the patient.